Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the service completed, the reported event could not be confirmed.

Manufacturer narrative:
No product was returned for investigation.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the service completed, the reported temperature issue could not be confirmed.

Event description:
Related manufacturer reference: 2184149-2017-00046, 3005334138-2017-00210. During an ablation procedure, the egm and location of the number two ablation electrode was not able to be found. Additionally, access was not achieved as the physician could not cannulate the left ventricular via the aorta. The patient was prepped and under general anesthesia and the procedure was cancelled.